Event description:
It was reported that during a colon procedure an error code was displayed. Another like device was used. There was no adverse pt consequence.

Manufacturer narrative:
Blade cracked due to activation without tissue. Eval summary: the analysis results found that when attempting to activate the device on a generator gave an error code. Visual examination found an area of the blade that was discolored due to heat generated from contact between the blade and tissue pad. Further analysis found a crack propagating from the heat-affected area of the blade. This failure is caused due to activation of the device while clamped without tissue being present. For this reason the following statements were included in the instructions for use: "care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. This can result in damage to the instrument." The batch history records were reviewed with no anomalies noted during the mfg process.